Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Hybrid analysis confirmed the device battery to be depleted. When the device was powered with an external supply, the system current drain was nominal throughout the analysis. The device was fully functional. No hybrid anomalies were found. Battery analysis revealed plated lithium material was found on the inner battery case surface, along the top edge of the case liner and adjacent to the cathode tab. The lithium material extended under the head space insulator and contacted the cathode tab. Based on this analysis, the premature battery depletion was the result of an internal short from the plated lithium material bridging the battery case (negative polarity) and the cathode tab (positive polarity). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for the device having reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.